Manufacturer narrative:
(B)(4). Concomitant medical products: persona right medial partial femoral, catalog #: 42538000302, lot #: unknown, persona right medial partial femoral, catalog #: 42528200308, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02470, 0001825034-2018-02477. Product location unknown.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to patient x-rays received from the customer. Review of x-rays indicates that the medial compartment right hemiarthroplasty with significant posterior tibial slope and mild varus positioning of the tibial component. The device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: persona right medial partial tibial, catalog #: 42538000302, lot #: 63441155, persona right medial partial articular surface, catalog #: 42528200308, lot # 63435446. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.